Event description:
It was reported that during a clinic visit, the clinician called technical services (ts) for further review of this cardiac resynchronization therapy defibrillator (crt-d) stored pacemaker mediated tachycardia (pmt) episodes. It was also noted the patient reported intermittent diaphragmatic stimulation. It was noted left ventricular (lv) lead vector were previously reprogrammed, but stimulation returned. Upon review, the stored episode showed the pmt occurred at the end of a right atrial automatic threshold (raat) test. The ra output is 0.6v and there appears to be retrograde conduction at this output which leads to true pmt. Ts discussed possible causes and provided programming recommendations. Subsequently, additional information received reported that at a follow up visit, evaluation on the lv lead showed the muscle stimulation was reproducible at increased pacing thresholds. The lv lead was successfully reprogrammed and the issue was resolved. At this time, no adverse patient effects were reported. This crt-d, ra and lv leads remain in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.